Event description:
Complainant alleged that during patient transport (age and gender unk) the device's display blanked out intermittently. Complainant indicated that the clinician reverted back to manual CPR to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.